Event description:
It was reported that a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer generated a leak. The customer reported that the extension set unscrews itself when attached to a 20g piv viavalve. The issue was not detected before direct patient use. There was no clinically significant blood loss, no unprotected chemo exposure, no adverse operator consequences, and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. There was no patient harm reported.

Manufacturer narrative:
Five (5) new, one (1) used sample item ##mc33122, and four (4) new smiths medical viavalve (mating device) were returned for evaluation. As received an unknown solution residuals were observed on the used sample. No physical damage was confirmed on the thread for the used sample. The sample was primed and tested as per procedure with the mating device and no loose connection, leaks, or disconnections were confirmed. The male luer of the set and female luer of the matting device were within specification. Complaints of disconnection / loose connection cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.